Manufacturer narrative:
D3: corrected. No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had air in line alarm. Reservoir volume was s11.3ml. Confirmed connectors were tight. There were no air bubbles present in the line. Pump powered off and tubing clamped near port. Cannot remove cassette, as it was locked into place by facility. Whole pump tapped on firm surface and tubing massaged where air was present to attempt to disperse air bubbles. Tubing unclamped, but patient was unable to turn pump back on. There was patient involvement, and no patient harm/adverse event reported.